Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The subject in a clinical trial experienced thrombosis of the vascular access resulting in loss of function (absent thrill) of the hero graft, and requiring intervention to restore patency. The relationship to the study device is assessed as "possible," and device contribution cannot be excluded. Thrombosis requiring thrombectomy and angioplasty is a clinically significant event directly related to the intended function of the device.